Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during procedure, the physician was not able to track the left ventricular lead to targeted vein despite multiple attempts. The lead was not used. New lead was implanted. The patient was stable post procedure.